Event description:
It was reported that the whole pulse generator system was explanted due to the infection and device erosion. The patient was doing fine throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.